Event description:
A us distributor reported a battery charger will not power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There were no adverse events associated with the battery charger malfunction.